Manufacturer narrative:
Although further details surrounding the death cases that were previously reported have been unsuccessful, adc has learned that the medical personnel at the reporting hospital have been retrained and that a more robust protocol has been implemented. The training emphasized the need and importance of when to calibrate the meter and the purpose of doing so, both of which are mentioned in label copy. It was also reported that the hospital's routine habit of swapping meters amongst the different wards is no longer being practiced. In addition, the meters involved or which the report from the hospital identified as having been involved, have all been replaced. During subsequent follow-up attempts the hospital nurse notified adc that there were more than five deaths as result of hypoglycemia, but she did not provide any further specifics or imply that these additional deaths were related to the use of an adc device. Adc has been informed there were potentially twenty five meters which may or may not have been related to the reported deaths. Although not all products potentially related to this event have been returned, investigation has been performed on those products the hospital implied as being event related. To date, adc has investigated the three meters mentioned in the initial MDR as well as two test strip lots: 4500161200 and 4500161313. As communicated previously in the initial MDR, investigation showed that all three meters returned performed according to specification and retain testing for lot number 4500161313 was found to be satisfactory. In addition, a DHR review was performed for both lots and no issues were identified. Retain testing results for both high and low level were within specification for lot number 4500161200 and visual inspection of retain test strips from batch 4500161200 did not identify any defects or issues. In addition, whole blood testing for this retain was conducted and 100% of the results were in zone a of the consensus error grid. Given the initial complaints did not include a complete listing of all meter serial numbers and/or test strips, adc is not able to confirm the reported events. This is compounded by the fact that not all products which are potentially related to the event have been returned. There is no indication from the hospital that any additional products or related details are forthcoming. However, adc would submit a supplemental MDR per 21 cfr 803.56 should any new or corrected information be obtained. All pertinent information known to adc has been submitted. This is a final report.

Event description:
During a follow-up visit to a hospital in (B)(6), an abbott diabetes care (adc) representative was informed that a "patient was admitted with hypertension congestive cardiac failure and diabetes". According to the report, the nurse said the "patient was lethargic and she thought the patient was in hypo, but a glucose reading showed 5.2 (mmol/l) at 8 am on (B)(6) 2013". Subsequently, the nurse obtained another reading of 1.1 (mmol/l) 40 minutes later at 8:40 am. It was also reported that "the clinical facilitator said calibration had been done on the morning of (B)(6), therefore, we do not know if calibration was correct at time of testing". This patient "passed away at 6 am on thursday (B)(6)", however, it is unknown whether this patient died of hypoglycemia or not. Although the report does not objectively provide association between the deaths and the use of an adc device, adc's decision to file is based on the number of deaths reported. This is the last (sixth) MDR in the series of 6 deaths mdrs from the same hospital in (B)(6). Five of the death mdrs have no specific event details and attribute the outcome to hypoglycemia, whereas this sixth event involved a death with unknown outcome that occurred on (B)(6) 2013.

Manufacturer narrative:
Note: the meter's manufacture date is unknown; the hospital returned the following products: meter serial numbers- (B)(4); and test strips lot numbers 4500161200 and 4500161313. However, based on the information provided, it is unknown what meter and test strips the reported readings were obtained on. For the products returned, investigation determined the complaint is not confirmed and all returned products were found to be within specification. It should be noted that during attempts to obtain clarification, it was revealed that not all of the meters were calibrated and that the different wards within the hospital were sharing meters. Label copy provides instructions for users on how on calibrate the meter and that doing so allows the meter to recognize the test strip being used and to ensure the results are accurate. The complaint readings for death that occurred on (B)(6) 2013 took place in a time span of longer than 10 minutes, and the case does not mention what, if anything happened to the customer (received treatment, ate food, etc.) Between the two tests. The complaint is also void of details regarding the type of test strip used and whether or not it is still within expiry. Label copy advises users to contact customer service should the recommended troubleshooting steps prove to be unsuccessful or if additional assistance is needed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
While adc initially reported there were potentially 25 meters involved, correspondence with the affiliate has confirmed all meters related to the hospital's complaint have been returned and investigated; therefore, a total of 11 meters were involved. Adc received the following eight additional meters that were manufactured either in december 2012 or june 2012: (B)(4). All eight returned meters were investigated with controlled test strips and none were confirmed for a readings issue related to blood glucose readings. However, upon investigation one meter (B)(4) was confirmed for a black spot on the liquid crystal display (lcd). The meter was disassembled and damaged was observed on the lcd. The adc sales representative stated all thirty-six staff members at the hospital received re-training from an adc representative on the product. The adc sales representative used a demo kit in conjunction with product labeling to demonstrate the different functions of the meter such as meter calibration and blood glucose testing. All meters have been replaced with new batteries and every meter has been pre-set with date and time by the sales representative. There were no new issues with the new meters and no additional details are known regarding the reported deaths. (B)(4).